Event description:
While attempting to monitor the heart rhythm of a pt with difficulty in breathing, the device powered up without display. The clincian continued to monitor the pt's heart rhythm via the device's recorder. There was no adverse effect to the pt due to the reported malfunction.